Event description:
It was reported that the user experienced a prolonged high blood glucose with continuous glucose monitor readings up to 500 mg/dl, confirmed by glucometer, after dosing stopped when the freestyle libre 3+ sensor was scanned with a non-ilet app, which led to a suspension of ilet dosing and a delay in therapy; the user administered subcutaneous long-acting insulin to correct and plans to resume dosing by scanning with the ilet mobile app. Symptoms included hyperglycemia and urinary frequency. Outcomes included an unexpected need for medication and a delay to treatment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the continuous glucose monitor (cgm) app and the ilet system consistent with improper use workflow, with no applicable specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.